Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop liver issues. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop liver issues. The patient was hospitalized in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspections of the device was completed by the manufacturer and found an unknown contaminant was on the exterior of the device, on the rear panel near the iso port. An internal visual inspections of the device was completed by the manufacturer and found observed an unknown dust contaminant on the top enclosure, blower box, front panel, blower cap, rear panel, and bottom enclosure. The manufacturer also received humidifier and an internal visual inspections of the humidifier completed and found no contamination. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacture concludes unknown dust contaminates found were inconsistent with the device. The manufacturer concludes there was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.